Event description:
New information notes that the lead was explanted and replaced on (B)(6) 2013.

Event description:
It was reported that the lead exhibited loss of atrial capture and undersensing. The patient was in good condition. The patient would be monitored.